Manufacturer narrative:
The astral device was returned to a resmed authorized third party service centre for evaluation. The reported complaint was confirmed. The non- return valve, top case and battery were replaced to address the issues. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported device failed to complete its internal self-test was due to a faulty/defective non-return valve, while internal battery degraded warning alarm and sf180 were due to an isolated component failure within the device battery assembly, and unresponsive touchscreen was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an internal battery degraded warning alarm. During evaluation, the device displayed an error message (sf180) related to a battery charger fault and had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center and an evaluation confirmed the complaint. The non-return valve (nrv) assembly was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient harm or serious injury reported as a result of this incident.